Event description:
It was reported the patient was programmed at the postoperative follow up and did not receive effective stimulation; it was concentrated in the abdomen area. An x-ray of the lead showed to be placed as intended. It was reported the patient came in two weeks later for follow up, but reprogramming was unable to resolve the stimulation issue. The patient was using the stimulation at a low amplitude.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.